Event description:
It was reported that during a gastrectomy procedure, the firing trigger would not activate. The case was completed with other device. There were no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.